Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set's cannula being crimped on (B)(6) 2024. The symptoms occcured within 3 hours of insertion. The site of insertion was located at thigh. Furthermore, the customer confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available